Manufacturer narrative:
The device in question will not be returned to orthofix inc. For evaluation and/or to confirm the allegations. Note: the patient manual (page 5) clearly states that "the physio-stim will not deliver treatment while charging". The charger does not contact the patient during treatments.

Event description:
The patient alleged that the device charger caught fire and caused some damage to the house. Patient was not at home (or wearing the device) at the time of incident. Patient requested another stimulator to continue treatment. No further information provided to orthofix.